Event description:
It was reported that this pacemaker system exhibited intermittent loss of capture (loc) on the right ventricular (rv) lead channel. Technical services (ts) was consulted, and further in office of the system was recommended. No adverse patient effects were reported. This system remains in service.